Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross rf wire was selected for use for a farapulse pulse field ablation (pfa). Prior to insertion, the distal portion of the rf wire was noted to have lost its isolating layer, which became entangled with the wire itself. The insulation layer that was partially separated from the wire core. The device was then replaced, and the procedure was completed successfully. No patient complications were reported. Product is not expected to return for analysis (disposed). The rf wire was not inserted into a needle/cannula prior to the issue being noted.